Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/16/2018. Device evaluation summary: it was reported that a 27-year-old female had mentor smooth round high profile 420cc saline prostheses implanted. Post procedure the patient experienced bilateral ptosis and deflation. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent on the anterior view measuring 4.2 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 420cc saline prosthesis, catalog #3503420, lot #6735717. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female had mentor smooth round high profile 420cc saline prostheses implanted. Post procedure the patient experienced bilateral ptosis and deflation. As a result, the patient had bilateral prosthesis replacement with 520cc high profile silicone implants on (B)(6) 2018. There were no procedural complications. (See 1645337-2018-06812 for contralateral prosthesis report).